Event description:
Siderail latch difficult to latch.

Manufacturer narrative:
Technician replaced siderail latch and siderail latches normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.